Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that following having an unrelated surgical procedure, the patient's ipg was unable to communicate with external devices. Representative met with the patient and confirmed the device was unable to communicate and is inoperable. Patient desires to have device replaced, but surgical intervention has not been planned.